Manufacturer narrative:
Isi contacted initial reporter davinci coordinator (B)(6). She indicated that during a hysterectomy procedure the surgeon noticed that there was a hole in the mcs tip cover accessory. According to marcy, the surgeon used a second instrument to cover the hole as fluid was beginning to enter the mcs tip cover. It was noticed at that time that pieces of the orange paint were falling into the patient. Marcy believes that the tip cover was slipping off, causing the orange label to be exposed. The instrument was removed and orange flakes were observed on the patient's uterus. The patient's abdomen was irrigated with fluid prior to removing the uterus. The mcs tip cover has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a davinci si hysterectomy procedure, the surgeon noted a hole on the mcs tip cover accessory installed on the monopolar curved scissors instrument. After removal of the monopolar curved scissors, orange paint residue was observed on the patient's uterus. The surgical staff inspected the removed monopolar curved scissors instrument and observed a scrape in the painted orange area. The patient's abdomen was irrigated with fluid prior to removal of the uterus. A new monopolar curved scissors instrument and mcs tip cover were used to complete the surgical procedure. No patient harm, adverse outcome or injury was reported.